Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lg cable connector fluid damage, the insertion flexible tube (ift) perforated, the insertion flexible tube (ift) bite damage, the lg cable connector corroded, the nozzle gluing missing, the insertion flexible tube (ift) leak, the distal body worn out, and the light guide cable twisted; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.